Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot tests were performed and passed. The receiver data log could not be downloaded, but a call tech support error was observed. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.